Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error ad keypad issue. Customer's blood glucose level was unknown. Customer stated that the issue was related to the rewinding to the motor error and the buttons were harder to press. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.